Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient missed a scheduled refill in (B)(6) 2015. The patient heard the critical alarm (also reported as a two tone alarm) the day following the expected refill. Once they had the pump refilled, the alarm went away (also reported as "would be corrected"). No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp).